Manufacturer narrative:
Investigations conclusion: when considering all the contributing factors surrounding this case, being as follows: an explanted analyzed implant that shows no mechanical deviations from specification. A generally compliant patient, albeit with gout, which may or may not have contributed to non-union at the site, and the clinical opinion of the orthopaedic surgeon who was not able to conclude if the non-union, and infection were cause orthopaedic surgeon who was not able to conclude if the non-union, and infection were cause or effects of the metalwork failure. Ortho solutions; therefore, conclude the investigation and mode of metalwork failure as inconclusive.

Event description:
Bone staple fractured sometime after implantation. Soft tissue infected, revision surgery was necessitated.